Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that an unspecified device was tested prior to a lower leg angiogram procedure and determined to have a damaged 6fr sheath. Another device was used to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of manufacturing instructions, quality controls, and visual inspection was conducted on the returned device during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. Due to the lack of lot number information being provided, a search on additional complaints could not be performed at this time. If new information becomes available the complaint will be updated. A sheath with an unknown part number was returned for investigation. Delamination has occurred at the distal end of the sheath. It was noticed that the bio-material exited the sheath when inserting a 0.086 inch checker. Minimal information was provided to assist with this case. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the health risk assessment no further action is required.